Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had a cassette not attached error. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI d9: device returned date "15-may-2024". One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. A review of the event history log revealed the following alarms: 'high alarm displayed: upstream occlusion', 'high alarm displayed: downstream occlusion', 'high alarm displayed: cassette not attached properly'. Functional testing was able to duplicate the reported problem. It was determined that the root cause was an inoperable downstream occlusion (dso) sensor due to excessive use of adhesive. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.